Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock that was thought to be inappropriate as the rhythm was thought to be supra ventricular tachycardia but the device detected ventricular fibrillation. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.